Manufacturer narrative:
B3: bsc aware date used as event date is unknown. D6a: estimated as event was reported to.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that chest pressure occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. Five days post implant the patient reported experiencing a lot of chest pressure.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that chest pressure occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. Five days post implant the patient reported experiencing a lot of chest pressure. It was further reported that the patient was evaluated in the emergency department.